Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the superior vena cava portion of the lead displayed high impedance. The lead was removed, replaced, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary:the full lead was returned, analyzed, and no anomalies were found. The exposed superior vena cava defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated apparent explant damage. The analyst noted the full lead was returned with a 14-62 gray stylet in the lead. The proximal end of the exposed svc coil is distorted. The proximal end of the exposed rv coil is distorted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.